Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of hemolysis was not determined due to lack of clinical details, no product or data logs returned for analysis.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via the right femoral artery in a 52-year-old male patient with acute myocardial infarction and cardiogenic shock (ami/cgs). The patient¿s clinical state prior to support was scai stage d shock. During vascular access, the right femoral artery was noted to be adequately sized (>5mm), but only weak doppler pulses were detected in the left dorsalis pedis and no doppler pulses on the right, where the impella was placed. Following insertion, distal perfusion to the right lower extremity remained absent. Additionally, hemolysis was present upon transfer to the receiving medical center. Despite these findings, the device was not removed, and no replacement was requested. Hemolysis later resolved with impella removal during escalation of care. No product was returned for evaluation, and the patient remained stable, ultimately surviving to explant. The events of limb ischemia and hemolysis appear consistent with patient specific vascular factors and physiological responses to large bore arterial cannulation, rather than a malfunction of the impella device. No device concerns or allegations were reported, and the device remained functional throughout support. The events of limb ischemia and hemolysis are consistent with known risks described in the instructions for use (IFU) for impella cp.